Manufacturer narrative:
Evaluation results and conclusions: (inherent risk of procedure). (Related to operational context). (Deformation problem). (B)(4).

Event description:
The physician was attempting to implant a resolute integrity 3.00 x 26 mm rx drug eluting stent. The device was inspected and negative prep was carried out prior to use with no issues noted. The lesion was pre-dilated but the stent failed to cross and was removed. Upon removal the physician noticed that the distal end of the stent was flared. Another resolute integrity was successfully used instead. There were no patient complications reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first three distal stent segments were raised and deformed.